Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Event description:
The customer reported via phone call being hospitalized due to low blood glucose levels. The customer's blood glucose was 45 mg/dl, which was treated with food and glucose tablets. The customer's blood glucose was over 55 mg/dl upon admission. He stated that he spent the night at the hospital because he had changed the set twice and previously had high blood glucose, but by the time he finished changing the set, his blood glucose dropped low and would not rise no matter what he did. He did not know the cause of the low blood glucose and had been off the insulin pump for 3 hours. The customer's most recent blood glucose was 313 mg/dl. He also reported that he had several instances in which the insulin pump alarmed predictive low, but his blood glucose was 20-30 units more than the sensor reading. He declined to complete troubleshooting and requested replacement of the insulin pump.

Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The device was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The unit had a cracked case at the display window corner, minor scratched liquid crystal display window, cracked battery tube threads and cracked reservoir tube lip. Results are pending for the delivery volume accuracy test.